Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. The customer applied more force to the button to resolve the issue. Additionally, the cartridge was difficult to remove. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts. Customer¿s blood glucose was 57mg/dl.